Event description:
It was reported that there were several reports of channel/communication errors that interrupted the infusion therapy.

Manufacturer narrative:
Supplemental created to make the following corrections and changes: d11-additional information. E3 - change to nurse. E2 - change to yes. G3 - add health professional, disregard the previously reported "other", "biomed". H6 - correct device code to 1012.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that there were several reports of channel/communication errors that interrupted the infusion therapy.